Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. It was reported that the cs300 intra-aortic balloon pump (iabp) unit machine is showing an alarm message ¿autofill failure¿ on its display. No one was harmed onsite. There is no patient involvement. A getinge field service engineer (fse) checked the machine & found autofill failure alarm is coming. Then further checked the machine & found the diaphragm of the pressure side of compressor is damage. So, need to replace 5000 hrs maintenance kit. Quotation of the maintenance kit will be sent soon. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it. H3 other text : hospital has not accepted quote.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation conclusions),h10. It was reported that the cs300 intra-aortic balloon pump (iabp) unit machine is showing an alarm message ¿autofill failure¿ on its display. No one was harmed onsite. There was no patient involvement. A getinge field service engineer (fse) checked the machine and found the autofill failure alarm. Then further checked the machine and found the diaphragm of the pressure side of compressor is damage. Fse replaced the 5000hr maintenance kit to resolve the issue then check the machine, machine is working ok. All pneumatic tests are passed. All test and function are working properly. Handover the machine to user in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter was shortened due to character limitations. The complete name is (B)(6).

Event description:
It was reported during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) had an autofill failure alarm on its display. There was no patient involvement.